Event description:
It was reported that the customer's insulin pump had a button error that could not be cleared. His or her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.